Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/09/2024, it was reported by a sales representative via phone that an ar-8991ds disposables kit for dx knotless fibertak was found to have a hair upon opening. A second ar-8991ds kit was used with (2) ar-8991 fibertak® dx suture anchors, which broke. This occurred during use in a case while inserting the anchors the anchor inserter broke. The fragments were not retrieved. The case was completed using the internal brace anchor to complete the repair. The patient had moderate bone quality